Manufacturer narrative:
Unit was not received in manufacture d mode. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08840 inches. No delivery anomalies noted. Pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert, power loss alarm and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Unit received with cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, stained keypad overlay, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, faded serial number label, cracked retainer, corroded battery tube and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had replace battery now alert. The customer's blood glucose was 8.8 mmol/l. The customer stated that the insulin pump passed self test. The product was returned for analysis.